Event description:
It was reported that the systems display adapter was no longer working. This would cause the system to become usable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc computer upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.